Manufacturer narrative:
(B)(4).

Event description:
The report states, "there is no ap or ECG trigger detected. The fault was picked up early and there are no reports of patient injury". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
The report states, "there is no ap or ECG trigger detected. The fault was picked up early and there are no reports of patient injury".

Manufacturer narrative:
Qn#(B)(4). Additional information received on 16 may 2023 states "the fault was picked up early and there no reports of patient injury or incident reports here on site". The reported complaint of "no ap or ECG trigger detected" is not able to be confirmed. No part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.